Event description:
The customer reported that the paramedics were called due to her low blood glucose. The caller mentioned receiving button error alarms. The blood glucose reading at time of call was 170mg/dl. Troubleshooting was performed. The customer stated that she is not sure if they pressed the buttons for three minutes or longer. The customer stated that the infusion set was changed two days prior the event. Reviewed the settings and found changes in the settings. The caller stated that a surgery is pending, and there is a change in her diet. The customer stated that the insulin pump was not exposed to an MRI. Advised the caller to contact her doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Moisture damage noted on keypad traces during visual inspection. The insulin pump passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked case near display window corners noted. Missing end cap sticker noted. All buttons functioned properly. No button error alarms noted.